Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to high and low blood glucose events on (B)(6) 2017. Customer's blood glucose reading was 480 mg/dl at the time of hospitalization. Customer's parent reported that the insulin pump stopped working and customer went into diabetic ketoacidosis. Customer's parent also reported that customer's blood glucose dropped to 50 mg/dl the night prior to call while on drip. Customer's insulin pump alarmed motor error. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.